Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "¿discomfort in the breast" and "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "¿discomfort in the breast" and "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell.